Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user removed his skin barrier last night and stated ¿it smelled of infection and there was a laceration 1/8¿ from 9-12o¿clock.¿ he informed that he cleaned it and applied bag balm. He stated that ¿it is no longer smelly this morning and the laceration looks much better.¿ he reports cutting the moldable material instead of rolling to keep it off the laceration.